Event description:
Caller reported that the cartridge leaked insulin twice, with both incidents occurring on the same day. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Caller managed to change the cartridge and successfully resumed insulin therapy. Caller requested replacements, and technical support planned to send a goodwill order.